Event description:
It was reported that the physician's handheld screen was unresponsive. It was reported that a portion of the screen was responsive, but after cleaning the screen and several hard resets the issue did not resolve. The date and time were unable to be set. It was reported that the physician has another programming system so no patient's were affected. The physician was provided a new programming tablet and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis of the returned handheld device has been completed and no issues were found. The unresponsive screen was not confirmed. No issues were found with the associated flashcard either.